Manufacturer narrative:
H3) onsite functional and visual examination was performed by a manufacturer representative. The system passed a system checkout and was determined to be operational. The system passed a system checkout and was returned to an operational condition. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: sw kit 9735740 stealth s8 spine version 2.1.0. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a sacroiliac and thoracolumbar procedure. It was reported that reported upon getting to t1, the stealth midas legend was allegedly inaccurate. The representative reported this was confirmed with a spin. The representative reported the stealth midas was showing one location while the tap and driver were showing a different location. The representative reported after performing the post-op spin the tap and screws location was accurate but the stealth midas was inaccurate. The representative reported the surgeon goes based off the stealth midas, the surgeon would re-verify every time it was used and reported that the stealth midas seemed to be off 2mm laterally. The representative confirmed the tool card was added to the instruments - stealth midas legend 15mh22. After further trouble shooting, the representative could not replicate the issue with the exact same stealth midas and navigation system. There was no reported impact to patient outcome and no reported delay.

Manufacturer narrative:
H3, h6: a software investigation analysis was initiated to determine the probable cause of the issue through log analysis. Analysis found that the reported issue was not cause by the software. The accuracy less than or equal to 2.0mm is within the margin of navigational accuracy analysis found that the software functioned as designed. Already reported codes b01, c19, d14 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.